Event description:
During rf procedure there was a warning 06 and the case was cancelled. No other information is available for this incident.

Manufacturer narrative:
Evaluation of the probe confirmed customer complaint for warning 06. DHR of the lot number provided could not be completed as the number is incorrect.